Manufacturer narrative:
The psm arm was returned to isi for evaluation. Failure analysis investigation found that the arm failed the in-house slow sweep test. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the slow sweep test during failure analysis. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that prior to starting da vinci partial nephrectomy procedure, the light emitting diode (led) on the patient side manipulator (psm) 1 displayed as yellow. With the assistance of an intuitive surgical, inc. (Isi) technical support engineer (tse) the site moved psm 1 through its entire range of motion and rebooted the system and the issue was resolved. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the arm. The field investigation performed by the isi technical field specialist (tfs) was able to reproduce the reported issue experienced by the site. During the tfs's field investigation the site told the tfs that during startup of the system, they also experienced system error code 23007. Review of the site's system log by the tfs found that multiple instances of system error code 23007 occurred indicating that the psm was restricted from moving by internal or external forces. The tfs replaced psm 1 to resolve the reported issue.